Event description:
New information notes that the lead was capped and replaced.

Event description:
It was reported that externalized conductor was observed via x-rays. All electrical parameters were normal. No intervention was performed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.